Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, there were episodes of noise that resulted in crosstalk on the right atrial (ra) channel. Additionally, there was an increase in capture threshold on the ra lead. The device was reprogrammed to resolve the event and the patient was stable.